Event description:
As reported by the user facility information by bbm sales organization in norway: "underinfusion". According to the customer: "reason of complaint: underinfusion. According to customer the infusionrate was much lower than the rate programmed in pump. Additional patient information: underinfusion. After end of therapy there were still much drug left in infusionbag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files at 2022-07-27 were investigated. At 2022-07-27 10:52 am a space line neutrapur was inserted. At 11:41 am the vtbi was set to 339 ml and the time to 02:00 hours. Then the infusion was started at 11:48 am. Between 11:48 am and 14:17 pm the rate was changed several times. No anomalies could be detected. A visual inspection was performed. The device showed liquid residues at the outside but no visual damaged parts. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,58 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,17 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,02 bar (should be: 1,8-2,5 bar). Pmin: is: 1,63 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,72 bar (should be: >1,2 bar). All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found inside. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.